Manufacturer narrative:
Non-healthcare professional. Investigation evaluation: our laboratory evaluation of the product said to be involved could not confirm the report as it was described, because all the device components (particularly the clip) were not included in the return. During functional testing the device was advanced into the accessory channel of a pentax colonoscope (2.8 mm channel) which was placed in a simulated lower gi position. The tip of the endoscope was retroflexed to simulate worst case scenario. With handle manipulation, the drive wire was again observed to move freely inside the outer sheath. A visual examination of the drive wire hook, catheter attachment, and coil catheter (distal end device components) showed no deformities or signs of damage. A product discrepancy or anomaly that could have contributed to the reported occurrence was not observed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for the reported observation could not be determined because the condition of the product said to be involved prohibited a complete evaluation, the clip had been deployed and was not included in the return. A discrepancy or anomaly that could have contributed to the reported observation was not observed during our laboratory analysis of the returned product. The instructions for use include the following precaution: ¿endoscope must remain as straight as possible when inserting or withdrawing device¿exercising handle while clip is coiled may result in damage to clip¿ the instructions for use also state: "with clip closed and without holding handle spool, advance device in small increments into accessory channel of gastroscope or colonoscope. Caution: holding handle spool during advancement may prematurely deploy clip." Prior to distribution, all instinct endoscopic hemoclips are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered rare. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a clipping procedure, the physician used a cook instinct endoscopic hemoclip. The following was originally reported to cook by the customer: the device was missing the clip. This was observed when the package was opened. Unknown if/how the procedure was completed. There was no reportable information at this time. The following information was received on 07-aug-2019: the user got the clip out of the package and handed it to the physician to advance the clip down the endoscope. Once the clip exited the endoscope, they noticed that the clip was not there [not attached to the deployment device] [clip prematurely deploys in endoscope]. After they grabbed a second clip, they noticed the first defective clip was just sitting on the mucosa. The cook sales representative did an in-service with the users involved and it was noted per the user that they were "probably holding onto the handle tightly when the clip was advanced, and she probably prematurely deployed the clip." The prematurely deployed clip remained in the patient¿s body to pass naturally. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.